Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead damage with conductor fracture. High pacing impedances and increasing thresholds were also observed with this dependent patient. Subsequently, a new rv lead was successfully implanted. No additional adverse patient effects were reported.